Manufacturer narrative:
The account found the brake can pivot is broken. The account replaced the brake cam pivot to resolve the issue.

Event description:
The account alleged the brakes are not holding. No pt impact.